Event description:
It was reported via a clinical report form from the confirm ii predator post-approval study that during an orbital atherectomy (oa) treatment procedure, a macro embolism event occurred post-atherectomy. Two lesions were treated. The common femoral artery (cfa) lesion was 75% stenotic, moderately calcified and 10mm in length. The popliteal artery (pop) lesion was 99% stenotic, severely calcified and 30mm in length. Two run-off vessels were patent prior to therapy. The cfa lesion was treated with a 1.75mm solid crown oad which was spun at low speed for one run (30sec), at medium speed for one run (30sec), and at high speed for one run (30sec) for a total run time of 1min, 30sec. The residual stenosis was 50%. The pop lesion was treated with a 1.75mm solid crown oad which was spun at low speed for one run (31sec), at medium speed for one run (28sec), and at high speed for two runs (32sec, 28sec) for a total run time of 1min, 59sec. The residual stenosis was 50%. Macro embolism was noted in the left anterior tibial artery, but was not treated as the physician was unable to cross the area with a guide wire. Angioplasty was performed with a 5.0mm balloon with two inflations at 8atms each in the cfa lesion for a total inflation time of 2min, 30sec. The residual stenosis was 20%. Three inflations of 6atms each were performed in the pop lesion for a total inflation time of 4mins. The residual stenosis was 30%. A planned bare metal stent was then placed. The expectations for the case were met. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #15 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).